Event description:
The reporter stated that the trailing haptic of an eyeonics lens became stuck in the injector and was torn. The lens was inserted and the incision was enlarged to remove the lens. Another same type lens was implanted and sutures were required to close the incision. It was determined that the likely cause of the lens damage was due to the msi-pf injector. The patient's prognosis is excellent.

Manufacturer narrative:
.